Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller due to error 1153. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was returned for two non-recoverable faults and error 1153 was confirmed but not replicated. System logs were able to confirm the error and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run a video test, 10 power cycles and sit idle for one hour. Once testing was completed, no errors related to the original complaint were found. The complaint was confirmed based on the field evaluation and failure analysis. The root cause could not be determined; however, error 1153 points to the dual camera interface board (dcib) in the ec is reporting a severe current fault which is likely caused by an electrical component problem.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) clinical sales representative (csr) that two non-recoverable errors occurred. The tse confirmed error 1153 in the logs pointing to endoscope controller (ec). The customer power cycled the system twice, which resolved the error. However, the surgeon did not want to continue to use the system until field service engineer (fse) resolved the issue. There was no patient involvement.